Event description:
It was reported that following the implant of a transcatheter aortic valve, it was reported that the valve had under-expanded. Subsequently, a post-implant balloon aortic valvuloplasty was planned to resolve the under-expansion. A non-medtronic (beckton-dickson true) 21 millimeter (mm) balloon was inserted on the stedi-3 guidewire that was used for the insertion of the valve. Upon advancement of the balloon on the guidewire, it was observed that the balloon could not advance past the ascending aorta/sinotubular junction (stj). Subsequently, the balloon was removed to inspect for deformities. No deformities or irregularities were identified, and the balloon was reinserted and advanced over the same guidewire. It was once again observed that the balloon could not advance past the ascending aorta/stj. Subsequently, the stedi-3 guidewire was removed and replaced with a confida brecker guidewire and the bav was performed. Additional information was received that an increased gradient and paravalvular leak (pvl) occurred as a result of the under expansion.

Manufacturer narrative:
Updated: b5, d6a, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, it was reported that the valve had under-expanded. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was planned to resolve the under-expansion. A non-medtronic 21 millimeter (mm) balloon was inserted on the stedi-3 guidewire that was used for the insertion of the valve. Upon advancement of the balloon on the guidewire, it was observed that the balloon could not advance past the ascending aorta/sinotubular junction (stj). Subsequently, the balloon was removed to inspect for deformities. No deformities or irregularities were identified, and the balloon was reinserted and advanced over the same guidewire. It was once again observed that the balloon could not advance past the ascending aorta/stj. Subsequently, the stedi-3 guidewire was removed and replaced with a confida brecker guidewire and the bav was performed. Additional information was received that an increased gradient and paravalvular leak (pvl) occurred as a result of the under expansion. Additional information was received that prior to the post-implant bav, the severity of the pvl was moderate, and the mean gradient was 15+ millimeters of mercury (mm hg).

Event description:
It was reported that following the implant of a transcatheter aortic valve, it was reported that the valve had under-expanded. Subsequently, a post-implant balloon aortic valvuloplasty was planned to resolve the under-expansion. A non-medtronic 21 millimeter (mm) balloon was inserted on the stedi-3 guidewire that was used for the insertion of the valve. Upon advancement of the balloon on the guidewire, it was observed that the balloon could not advance past the ascending aorta/sinotubular junction (stj). Subsequently, the balloon was removed to inspect for deformities. No deformities or irregularities were identified, and the balloon was reinserted and advanced over the same guidewire. It was once again observed that the balloon could not advance past the ascending aorta/stj. Subsequently, the stedi-3 guidewire was removed and replaced with a confida brecker guidewire and the bav was performed.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date: {n/a}; explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.